Event description:
It was reported that the patient¿s aortic heart valve showed early degeneration. The mitroflow valve was explanted and another mhv valve of unknown model and size was implanted. The patient's medical history is unknown.

Manufacturer narrative:
A partial device history record (DHR) review for the mitroflow aortic pericardial heart valve with phospholipid reduction treatment (model #dla21, s/n #(B)(4)) was performed. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release.